Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to trunnionosis and neck fracture of the stem. Intra-operatively, surgeon noted a moderate amount of black tissue, and liner wear. The stem, head and liner were revised to a competitor stem and head with a stryker poly liner. Rep confirmed that no further information will be released.

Manufacturer narrative:
Reported event:  an event regarding wear involving a trident liner was reported. The event was not confirmed.    Method & results:  -device evaluation and results: not performed as product was not returned.  -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: cleveland clinic lab reports: " (B)(6) 2018 synovial fluid - no growth at 5 days", " (B)(6) 2018 surgical pathology - final diagnosis - 3 synovium specimen - revision arthroplasty - fibrous tissue with metal debris, no acute inflammation, right hip hardware - gross only." No clinical or pmh, no patient demographics, no operative reports, no imaging studies, no examination of explanted components. Based upon the information available for review, neither confirmation of the event description nor preparation of a medical report is possible for this case. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  -complaint history review: there have been no other similar events for the reported lot.  Conclusion:  it was reported that the patient's left hip was revised due to trunnionosis and neck fracture of the stem. Intra-operatively, surgeon noted a moderate amount of black tissue, and liner wear. The event was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Additional information including device details and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : device not returned.

Event description:
It was reported that the patient's left hip was revised due to trunnionosis and neck fracture of the stem. Intra-operatively, surgeon noted a moderate amount of black tissue, and liner wear. The stem, head and liner were revised to a competitor stem and head with a stryker poly liner. Rep confirmed that no further information will be released. Update: head disassociation based on revision operative report.